Event description:
A surgeon reported that during surgery, the patient's eye was too soft although the intraocular pressure (iop) was adjusted to 25 mmhg. Surgery was completed without any problem. Patient impact is unknown. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility. This report is for one patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).